Event description:
Reporter alleged that she was feeling dizzy and experiencing hyperglycemic symptoms, so she took 5 units of novolog and 30 units of lantus. Reporter alleged that 2 hours later, she attempted to run a test and got a e-1 error message, so she took 5 units more of novolog. Reporter stated that she passed out several times that evening, but always woke up and her friend took her to the hospital around 30 minutes after she got the error message. Reporter stated that the hospital used their meter to obtain a result around 180-190 mg/dl and treated her with an IV of insulin. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.